Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient suffered from a systemic infection due to (B)(6). The implantable cardiac defibrillator, the atrial and the right ventricular leads were explanted. The patient was stable during and post procedure.